Manufacturer narrative:
The reported events of noise and ¿the atrial lead was noted to have heme underneath the insulation¿ were confirmed. A complete lead was returned in one piece. Analysis found external insulation abrasion proximal to the suture sleeve tie impression breaching the outer insulation and exposing the outer coil. The cause of the reported event was due to the external insulation abrasion found at 11.5 ¿ 11.9 cm from the connector pin, while the reported event of noise was isolated to the exposure of the outer coil at the abrasion zone which is consistent with friction to the device can.

Event description:
Related manufacturer reference number: 2017865-2021-33778. It was reported that the patient presented to the emergency room with vague symptoms of light headiness and nausea. Upon review, it was noted that the right ventricular lead exhibited high capture thresholds, varying high voltage impedance, and decreased r waves and the right atrial lead exhibited noise. A chest x-ray was performed, and it was noted that the right ventricular lead dislodged and lost slack. The lead was explanted and replaced. During the procedure, it was discovered that the right atrial lead had heme underneath the insulation. The lead was also explanted and replaced. The patient was in recovering condition.